Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcl20 was defective and didn't clip. No further info was recorded other than no consequence to the pt.